Manufacturer narrative:
Product event summary: the lead was not returned. However, performance data was collected from the device and analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising. It was noted rv defibrillation impedance was steady at approximately 95 ohms through (B)(4) 2015, then rose to 132 ohms by (B)(4) 2016.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to an increasing impedance in the right ventricular (rv) coil. The patient was admitted to the hospital with dyspnea. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.